Event description:
It was reported that the pump was on, but the display remained black. Customer¿s blood glucose (bg) level was 565 mg/dl. Elevated bg was address by a manual insulin injection. The customer reverted to an alternate method insulin therapy.